Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the another manufacturers device listed in the patient management database application encyclopedia states it is magnetic resonance imaging (MRI) compatible but that device is not MRI compatible. The customer wants to rely on the device encyclopedia for MRI reference. The caller was advised that the device details of other manufacturers device details are displayed as given and also advised that MRI compatibility could be edited in the encyclopedia. A process is underway to receive feedback with a future meeting planned with product development. The patient management database application remains in use. There was no patient involvement.